Event description:
Patient was wearing liquid oxygen portable. Patient heared a popping noise & liquid oxygen came through her nasal cannula & into her nose. Patient complained of inability to speak for 10-15 min. But experienced no long term effect.